Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had a issue with a dialysis catheter. The customer states during a procedure the catheter leaked at the catheter y junction.